Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, the surgeon could fire the device, however the device could not return the knife to the initial position. Then the surgeon pushed the release button and released the device. The procedure was completed with another device. The status of the patient is no injury.